Event description:
Boston scientific received info that this ventricular lead was explanted due to an increase in threshold measurements and a decrease in r-wave amplitude since implant. During testing, intermittent capture was noted at maximum outputs; however, the lead impedances tested stable. There were no adverse pt effects reported as the pt had an intact av conduction. The physician replaced the lead with a new ventricular lead.